Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic dilation procedure, the physician used a cook quantum ttc colonic balloon dilator. It was reported [that] patient vomited during colonoscopy with apparent aspiration. It was not reported if a section of the device remained inside the patient¿s body. It was not reported if any additional procedures were required due to this occurrence. It was not reported if the patient experienced any further adverse effects due to this occurrence.

Manufacturer narrative:
This MDR follow up report is being submitted to cancel the initial report submitted relating to this event. The evaluation determined that this was only procedure related, no caused or contributed by the device. Based on further quality and medical evaluation this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.